Event description:
Roche inform ii glucometers (1300) do not transmit wireless data into medical records for clinician actions required to treat or adjust treatment of pts. Roche aware of the issue vis cisco vendor resolution at another user health system. Roche delaying resolution to over 400 of these devices, as they are not performing as designed. Clinicians not at pt bedside at time of testing are now unable to react to pt condition.